Event description:
Procedure: liver resection. According to the reporter: the black knobs and knife blade moved forward in normal firing fashion. The surgeon pulled the black knobs back after completing the firing stroke but the jaws did not open. They tried to place an instrument into the button on the I-beam in an attempt to manually pull back the knife blade. The button would not retract. The surgeon placed a clamp behind the jaws of the stapler resected the device. Tissue was treated with cautery, clips and suture.